Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and one haptic bent. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the cause of the bent haptic may possibly have been due to a loading error.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product found the lens optic torn and one haptic torn and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.